Event description:
It was reported the patient had an implant on both sides, and the right side stimulator for the left side of the body looked like it needed to be replaced because it was not symmetrical; it was causing the patient tightness and tremors; and it was not working. The patient met with the physician on (B)(6) 2014 to obtain an MRI. The programmer was brought to turn off his stimulation prior to the MRI. An MRI was done to ensure the patient had not had a stroke and to check the status of the deep brain stimulator (dbs) device. It was confirmed the patient had not had any stroke or any other issues through MRI and other tests. However, it was determined that the stimulator pulled the whole side of the patient's face down and was not where it needed to be. Constant programming and adjustments were made, but were not helping. The left side stimulator for the right side was working well and had positive results. The right side stimulator was redone in (B)(6) 2013 and since then the implant had been having problems. The right implantable neurostimulator (ins) worked "a little bit," but when the physician programmed it or increased it, it caused a pull on the face and other issues. Botox had also been tried, but it was indicated that since the ins was not symmetrical, it could hopefully be fixed through a new implant and repositioning of the implant. The "power packs" had worked fine and the patient healed fine, but the issue was with the therapy. The patient was referred to another surgeon for consultation and the replacement surgery was to occur next month. No outcome was provided with this event, so additional information was requested. If additional information is received a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37603, serial# (B)(4), implanted: (B)(6) 2012, product type: implantable neurostimulator. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 3387s-40, lot# va02rd4, implanted: (B)(6) 2012, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3387s-40, lot# va02j19, implanted: (B)(6) 2012, product type: lead. (B)(4).